Manufacturer narrative:
Correction to g2 of the initial report. "User facility" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and based on the results of the investigation, olympus did not confirm the reported malfunction. The event can be detected/prevented by following the instructions for use which state: operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customers full address is: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope insertion tube was creased. The issue occurred during unspecified event. There were no reports of patient harm.